Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 183mg/dl. The customer states they felt weak and lay down on the floor and was found unconscious. The customer states they were treated with humalog. Troubleshoot was conducted. The customer declined to conduct high pressure test. The customer will monitor the device and blood glucose levels, and will call back if issues persist.